Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had low flow.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty manifold harness. The device was evaluated and the reported issue was confirmed due to a faulty manifold harness. The manifold harness was replaced. Device passed applicable tests. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had low flow. Per review of wo on 13dec2022, the date of event occurred was 08dec2022. Per follow up information received via email on 05jan2023, they changed the manifold as it was broken. The device broke down during treatment when they start again after pause. They got flow now. The patient was neonatal. They have two devices in the neonatal, so they just changed to the other device and continued the treatment.